Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a deployment issue occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 3.0mm in length, eccentric target lesion was located in the severely calcified, severely tortuous and 3.0mm in diameter mid right coronary artery. A fr 46f non bsc guide catheter was used. The lesion was predilated using an unspecified balloon catheter with residual stenosis of 50%. Then the 3.00mm x 32mm promus element plus stent was advanced and deployed. It was observed under fluoroscopy that there was shortening in the distal and proximal portion of the stent. The physician corrected this by post dilating the lesion using a 3.5mm x 15mm apex balloon catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.